Manufacturer narrative:
Reference record: (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a red inflamed stoma site with purulent discharge. A CT scan was performed of the abdomen, and the patient was prescribed augmentin 1000 mgs per day for 10 days. It was reported that the patient's ultrasound revealed no relevant findings, and the patient is doing well after the antibiotics course with no inflammation at the stoma site.